Event description:
It was reported that rust was observed on a blade which was sterile packed. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was not returned for evaluation. It was not possible to determine the root cause for the alleged presence of rust.